Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient¿s condition ¿went completely downhill¿ and that the patient was ¿almost killed¿ due to the device¿s function, per the patient. The patient reported being unable to go outside and unable to get up. It was determined that the device¿s pacing was ¿counteracting the pumping function¿ of the patient¿s heart. The device¿s pacing functionality was inactivated, but defibrillation therapies remain in use. No further patient complications have been reported as a result of this event.